Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarms tests. No prime anomaly was noted.

Event description:
Customer's mother reported that when priming on the insulin pump, she did not see any numbers on the display. She also reported that insulin was squirting out and continuing to drip after releasing the act button. The blood glucose reading was 126 mg/dl. She stated that the tubing connector on the top of the reservoir was not wet with insulin or any other liquid. She did not see a gap between the piston and reservoir stopper during the prime. Customer's mother was advised to change out the infusion set and hold the act button and observe the end of the tubing. She stated that the insulin did not continue to drip after releasing the act button. She stated that the motor had slowed down and that numbers ramped up on the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.